Manufacturer narrative:
There was no patient involvement as this was found during maintenance. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. This incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the air samples taken from around the sorin heater-cooler system 3t during maintenance tested positive for mycobacteria. As this was found during maintenance, there is no known patient involvement. The unit was removed from service by the customer until service was provided. A sorin group field service representative was dispatched to the facility to investigate. The unit was disassembled to inspect the tanks and hoses and it was found that the tanks were clean. However the overspill and drain pipework showed signs of contamination. Photos were taken and sent to sorin group deutschland for further evaluation. Evaluation is still in progress. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the air samples taken from around the sorin heater-cooler system 3t during maintenance tested positive for mycobacteria. As this was found during maintenance, there is no known patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. This incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the air samples taken from around the sorin heater-cooler system 3t during maintenance tested positive for mycobacteria. As this was found during maintenance, there is no known patient involvement. A sorin group field service representative took photos of the unit, which were sent to sorin group (B)(4) for analysis. Through communication with the customer, the service representative learned that the customer had not included all tubing and the overflow bottle when disinfection was performed. They have been advised to include all the tubing and the overflow bottle for future disinfection cycles. The service representative replaced the internal tubing according to the maintenance guidelines. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Based on the obvious contamination in the water circuits of the inspected unit, sorin group (B)(4) has concluded that the users have not always strictly followed the cleaning and disinfection instructions according to the IFU. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Evaluated on site by sorin service rep.